Manufacturer narrative:
Added info to h4 c to reflect accurate mfg date of (B)(6) 2003

Event description:
It was reported that the device infused an unspecified medication faster than expected. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device infused an unspecified medication faster than expected. The customer stated that there was no patient harm caused by the event.